Event description:
Customer reported a malfunction on the pump, identified by a specific error code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections as a backup therapy, and a replacement pump with updated software was arranged by technical support. The customer received instructions on how to handle and return the malfunctioning pump and acknowledged understanding of the process.